Event description:
The customer alleged that a friend boiled cidex plus to sterilize tattoo instruments. There were no reports of physical complaints. The asp clinical care reviewed the instructions for use with the customer. The customer declined a copy of the msds.

Manufacturer narrative:
No impact or consequences to patient.